Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a peak blood glucose of approximately 220 mg/dl for more than four hours while using the ilet with prefilled fiasp cartridges and a contact detach infusion set. The event followed unannounced carbohydrate intake and was managed through device troubleshooting, including visual confirmation of insulin drops, infusion set replacement, temporary disconnection, and a 3-unit subcutaneous insulin injection, after which glucose trended down to 180 mg/dl and the user resumed pump delivery. Symptoms included headache and nausea. Outcomes included no alerts above 300 mg/dl and no need for assisted care or hospitalization. Investigation included technical support assessment, user education on ketone monitoring and meal announcement, and confirmation of insulin delivery pathway by drop check. Investigation of this case revealed hyperglycemia with unclear etiology, with contributing factors possibly including unannounced carbohydrates and potential infusion site or set performance prior to replacement. It was concluded that the device function was not confirmed to be defective and the event was resolved with troubleshooting and supplemental insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.